Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 63 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. The patient was discharged on (B)(6) 2015 with a baseline lactate dehydrogenase (ldh) level of 603 u/l. On (B)(6) 2015, while at a routine clinic visit, the patient's inr was noted to be subtherapeutic and the patient's ldh was 1196 u/l. The patient was admitted and started on intravenous heparin that was discontinued later when intravenous bivalirudin was initiated. The patient was discharged on (B)(6) 2015 with an ldh level of 1223 u/l. The patient presented to an outside hospital on (B)(6) 2015 with pink tinged urine and was diagnosed with a urinary tract infection and placed on oral antibiotics. On (B)(6) 2015 blood tests revealed an ldh level of 2500 u/l and the patient was admitted to the implanting center the following day with recurrent hemolysis suspicious for pump thrombus. A ramp echocardiogram showed the left ventricle end diastolic diameter (lvedd) was 5.6cm and the aortic valve remained closed with every cardiac cycle after a pump speed increase from 9000 to 9600rpm. A review of the system controller log files reportedly were not indicative of signs of pump thrombus. A bivalirudin infusion was started. On 08/31/2015 the medical team reported that the patient underwent a pump exchange off cardiopulmonary bypass due to continued elevated ldh levels, dark urine, and a "positive" ramp echocardiogram. The patient was discharged approximately one week later on (B)(6) 2015.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. The pump was returned assembled with the driveline cut approximately 2.5 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the pump upon disassembly revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of concentric layering indicates that it did not initially form in the outlet stator. Although the origin of this deposition could not be determined, its areas of denaturation, as well as the contact marks at the distal end of the rotor suggest that it was present while the pump was supporting the patient. Although a root cause for the development of this deposition could not be conclusively determined through this evaluation, it could have contributed to the patient¿s elevated ldh and hemolysis. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.